Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that a stryker hip replacement was revised. Update: the patient presented with a painful hip in (B)(6) 2018 and came in for an aspiration in (B)(6) 2018. They had swelling on the right hip and walked with a limp. No infection was detected from the aspiration but cobalt levels were elevated. Revision surgery was performed on the (B)(6) 2018 to replace the femoral head and liner.